Manufacturer narrative:
Concomitant products: product ID 8840, product type programmer, physician. (B)(4).

Manufacturer narrative:
Corrections: (required intervention should not be checked), (not returned - report of device returned in due to infection and analyzed in previous supplemental was incorrect - no analysis was performed in this event), (should be not returned), (no device analysis was performed in this event and report of device analysis in previous supplemental MDR should be deleted) . (B)(4).

Manufacturer narrative:
Please note that the device was returned due to infection/explant reported in MFR 3004209178-2013-06394. Since MFR 3004209178-2013-06394 did not have device issues, it was decided to perform and record analysis in this file (and not MFR 3004209178-2013-06394). Final device analysis for the stimulator revealed no anomalies. The received restore sensor did not have the implant life started yet. The ins was able to be interrogated with two different 8840 clinician programmers with the appropriate 8870 cards - version aaq and aak. Earlier versions of the 8870 are not capable of communicating with restore sensor. Final device analysis for the lead revealed no significant anomalies, but the lead body was cut through. (B)(4).

Event description:
It was reported that there was an error message seen on the programmer when interrogating the patient's implantable neurostimulator (ins). It was stated a message indicated the following 'detected version not supported by this application card". The caller tried a second ins using the same programmer card and it read the device just fine. Additional information was requested and if received, a supplemental report will be filed.